Manufacturer narrative:
Case reviewed 27aug25 and b5 was updated with a correction.

Event description:
Wearing the pod for more than 4 hours, was corrected to more than 48 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of unsure cannula was properly inserted. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level was greater than 400 mg/dl when wearing the pod for more than 4 hours. The patient reported the pod began leaking and they were not certain if the cannula was properly inserted. The pod was removed, and a new pod was applied.